Manufacturer narrative:
Reporter address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test the customer was confused after seeing multiple expiration dates on the individual products inside the package and wanted to know which date was accurate. The customer took the test and got a positive result despite the box saying it expired on march 22. No patient impact. The following information was provided by the initial reporter: customer was confused after seeing multiple expiration dates on the individual products inside the package wanted to know which date was true customer stated he took a test and got a positive result despite the box saying it expired in march 22

Manufacturer narrative:
There is no report of incorrect expiration date. This complaint is not reportable. Therefore, MFR report #1119779-2022-01143 is being canceled.

Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test the customer was confused after seeing multiple expiration dates on the individual products inside the package and wanted to know which date was accurate. The customer took the test and got a positive result despite the box saying it expired on march 22. No patient impact. The following information was provided by the initial reporter: customer was confused after seeing multiple expiration dates on the individual products inside the package wanted to know which date was true customer stated he took a test and got a positive result despite the box saying it expired in march 22.